Manufacturer narrative:
Result: defective head right siderail would not lock in the upright position.

Event description:
It was reported by service report that the head right siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.